Event description:
The customer reported the system freezes. This issue may refer to a lock up situation. There is no report of pt injury or death.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.